Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was hospitalized on (B)(6) 2020 with back pain, right upper quadrant abdominal pain and complaint of the pump not working. There were no recent programming changes or reports of symptoms post refill. The patient was diagnosed with dehydration and metabolic acidosis. An esophagogastroduodenoscopy and MRI of the patient's pelvis and spine were performed. The caller requested a device manufacturer check the status of the pump.